Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. FDA correction/ removal reporting no.: (B)(4). Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with two 425cc mentor smooth round moderate profile saline breast prostheses and experienced a deflation on the left and anisomastia on the right side post-operatively. The patient underwent explantation on (B)(6) 2021 for the left side. This report is for the left side device.

Manufacturer narrative:
On july 19, 2022, mentor received additional information regarding the complaint event. It was determined that the patient did not have a deflation with impacted product containing serial number (B)(6) on (B)(6) 2021 but on (B)(6) 2021. As a result, this medwatch report is considered a duplicate of manufacturer's report number 1645337-2022-05349. Mentor has updated the complaint's coding for this report to reflect no adverse event and, as a result, no further reports will be submitted in this medwatch report. The correct and current details regarding the event on this impacted product with serial number (B)(6) are available on manufacture's report number 1645337-2022-05349. Manufacturer¿s reference number: (B)(4).